Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed scope communication error b30. The issue was identified during a diagnostic upper endoscopy procedure that was completed using the same device. There were no reports of patient harm.